Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 21-apr-2022 to 20-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that device displayed a database error message, preventing user log in to the station. A product support engineer configured the managed mode in rss component manager tool and performed proper database sync to resolve this issue. The system was functional as intended after assessed by the product support engineer.

Event description:
It was reported by the customer that a bd pyxis medstation es system has unexpected database error, preventing user log into the station. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device was displayed a database error message, preventing user log in to the station. A technical support specialist configured the managed mode in rss componenet manager tool and also performed proper database sync process to resolve this issue. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system has unexpected database error, preventing user log into the station. No patients have been affected but the failure mode has been identified of having the potential of causing an adverse event. There were no adverse events or injuries reported based on this incident.